Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to a soft tissue imbalance, the reported rotator cuff tear, patient anatomy, implant positioning such as the reported medialization of the stem, and/or implant selection. Dislocation and soft tissue damage are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 months post initial left primary reverse total shoulder arthroplasty (tsa), a revision was performed due to persistent dislocating of glenohumeral joint. There was instability due to variety of factors, including tear of subscapularis muscle and possible medialization of definitive stem during impaction in primary tsa, resulting in reduced offset compared to trial. The initial components were substituted for 42mm + 2.5mm constrained liner, 15mm humeral adaptor tray, and new torque defining screw. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: (B)(6) - gps implant kit v2 02000124272 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6) 300-01-17 - equinoxe humeral stem primary press fit 17mm (B)(6) 320-42-03 - equinoxe reverse 42mm humeral liner +2.5 (B)(6) 531-20-00 - shldr gps rvrs drill kit (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6) 315-35-00 - glnd kwire (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6).